Manufacturer narrative:
One sample and one photo of a 3ml luer-lok syringe lot 1229202 were received and evaluated. The sample includes a top web slip with all applicable product information and a loose syringe with the barrel having gross skewed scale with some of the print missing. The photo shows the condition as described above. The condition observed is non-conforming per product specification. Potential root cause for the skewed scale defect is associated with the marking process. A device history record review was completed for provided lot number 1229202 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd luer-lok syringe had a scale marking issue. The following information was provided by the initial reporter translated from french to english: "I'm contacting you following a materiovigilance concerning a plastipak 3ml syringe (ref (B)(4) lot 1229202, expiry date 07/31/26). The printed graduations do not allow the syringe to be used (see attached photo). Would you like to recover the device for expert appraisal? If so, can you send us a return label?". Noted before use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.